Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, there was a leak at the female luer located on the backside of the oxygenator. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(4) 2016. The actual device was visually inspected upon receipt, during which no anomalies were noted. Review of the device history records revealed no manufacturing issues. The returned sample was leak tested by submerging it into a water bath and pressurizing it to approximately 500-600mmhg using a syringe. At first, a leak could be seen from the female luer at the end of this line. The connection was tightened and the leak test was repeated. No leaks were observed coming from the sample. A definitive root cause could not be determined; therefore, this event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.